Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 5 mg/ml at 0/3 mg/day via an implantable pump. It was reported that during insertion of spine segment, it was found that the stylet was sticking out of top of catheter. A new kit was opened to use the spine segment. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown. Additional information received from the company representative reported that the stylet had broken through the catheter tip.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 25-jun-2026, UDI#: (B)(4). Analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.